Event description:
It was reported that an ilet device fell from a belt clip, impacted a corner of the display, and the screen cracked; photographs of the screen damage were provided, and blood glucose use was reportedly unaffected. Symptoms included no adverse clinical effects. Outcomes included no change to therapy and no medical intervention. Investigation included customer interview and review of customer-provided images and inspection of the returned device. Investigation of this device revealed cosmetic and functional display damage consistent with impact trauma to the screen component, with no reported performance issues affecting glucose management. It was concluded, based on previously established findings for similar reports, that the cause was user-handling damage due to accidental impact.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.